Event description:
On the morning of 12/20/97 there was a failure of the balloon pump catheter and it was removed and a new balloon pump catheter was inserted in the (rt) femoral artery. Balloon catheter trouble. Rptr is sorry this is late. The co has been investigating the circumstances surrounding this event.